Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during an implant procedure this lead cause/contributed to the perforation of the superior vena cava (svc). The implant team had called a code, the patient was stabilized and the puncture appeared to have closed on it's down when observed via venogram. The next day, the patient received a new lead and generator without further complications.